Event description:
It was reported that prior to an unspecified coronary interventional procedure, the coating on the choice pt plus guiderwire came off when wiped with wet gauze. Another guidewire was used to complete the procedure. No pt injuries or complications were reported.